Event description:
It was reported that during the procedure, the physician tried to advance the subject microcatheter but after certain distance, further advancement was not possible. Upon withdrawal and adjustment, the physician found that the subject coil remained unmoved. The subject coil was then withdrawn from the microcatheter, and while flushing it with liquid on the operating table, the physician pushed the subject coil out of the microcatheter and confirmed premature detachment. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.